Event description:
A pt reported inaccurate blood glucose results of "116 mg/dl" with a lifescan meter and an unk reading on a lab device, performed within 30 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. The issue was not resolved with troubleshooting. A control solution test was performed and fell within range. There were no allegations of harm or injury.